Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sst¿ blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that item 367988, lot# 3153062 has no vacuum. Picture received does show there was a low draw.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3153060. D.4. Medical device expiration date: 31-may-2024. H.4. Device manufacture date: 02-jun-2023. D.4. Medical device lot #: 3153061. D.4. Medical device expiration date: 31-may-2024. H.4. Device manufacture date: 02-jun-2023. D.4. Medical device lot #: 3153062. D.4. Medical device expiration date: 31-may-2024. H.4. Device manufacture date: 02-jun-2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sst¿ blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that item 367988, lot# 3153062 has no vacuum. Picture received does show there was a low draw.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 07-sep-2023 h3. Investigation summary: bd received 8 samples from lot 3153062 and 3 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with lot 3153062 was observed. Additionally, the customer samples were subjected to draw testing for low or no draw. Only 3 out of the 8 tubes were able to be tested, as 5 of the tubes were previously used. The 3 remaining tubes all tested within specification. Retention samples from all 3 lots were subjected to draw testing for low or no draw. All samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for no vacuum for lot 3153062 based on the photos provided. All return sample and retention sample testing was satisfactory. This complaint is unable to be confirmed for no vacuum for lot #'s 3153060 and 3153061. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.